Manufacturer narrative:
Unit had intermittent act, up and down buttons response due to corroded keypad traces. However, unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was 300 mg/dl. Customer reported that they had not getting insulin. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.